Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support the patient developed leg ischemia. The leg was improperly perfused, and the leg was cold. Resolution is unknown.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates the cause of the limb ischemia was not determined since product was not returned and all the necessary information was not provided. This report is being filed as part of a retrospective review of historical records.